Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to any death or serious injury.

Event description:
Reporter indicated that high impedance was found during systems diagnostics of the vns taken in the operating room prior to vns battery replacement surgery. Upon investigation, it was found that diagnostics performed by the physician on (B)(6) 2009 had also given high impedances but were not reported. The vns lead and generator were replaced. The reporter did not note any anomalies with the lead during the surgery. The explanted vns products have been returned and are currently undergoing analysis.